Event description:
During baxter's review of the event history log, it was determined that there was a repeating pattern of air in line alarms, which suggests that the device was falsely alarming for air in line. The occurrences suggest a device malfunction. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter evaluated the device and found that the upstream sensor was failing. This part is a known contributor to false air in line alarms and has been replaced.